Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection showed that there was proximal conductor distortion and there was blood noted in the helix mechanism.

Event description:
It was reported during the implant procedure that the lead was attempted, but not used due to undersensing and high impedances. The device was not implanted. No patient complications have been reported as a result of this event.